Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
Dr. Revised an mdm liner done in 2020. Dr stated liner was down but presented metallosis behind liner and patient had high levels of metal in system.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis and abnormal ion level involving an mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: the mdm liner was returned for evaluation. Explantation damage observed on the surface of the device. There was nothing else remarkable to report. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to metallosis and high metal ions. The mdm liner was returned for evaluation. Explantation damage observed on the surface of the device. There was nothing else remarkable to report. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Doctor revised an mdm liner done in 2020. Doctor stated liner was down but presented metallosis behind liner and patient had high levels of metal in system.